Manufacturer narrative:
A customer from the united states alleged a discrepant result for a single patient while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. No harm was alleged. An investigation was performed which did not identify any product issue. The sample was near the limit of detection. Lod samples are expected to waiver between positive and negative upon repeat. In addition, the differences in technologies and sensitivities of the different platforms used cannot be ruled out as a contributing factor. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united states alleged a discrepant result for a single patient while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. No harm was alleged. The alleged sample initially generated a positive sars-cov-2 result. The same sample was retested on a different platform which yielded a negative result for all targets. The initial positive result was not released to the patient. An investigation was performed which did not identify any product issue. A review of the data revealed a late CT value indicative of a weak positive near the limit of detection (lod) of the assay. Very low viral load specimens that are near the assay lod may not generate consistent results upon repeat testing according to expected statistical variances in detection. Furthermore, true assay performances may be present and discrepant results can occur for a subset of samples when comparing results of the cobas® liat® system with other platforms that differ in technology and sensitivity.